Event description:
Patient reported the infusion device displayed an e8 power interrupt error. The battery had not been removed, and the infusion device was not dropped. She changed the battery and adapter but was unable to clear the error message by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The down button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through.